Event description:
Two bare, balloon expandable, kissing stents were placed in the aortic bifurcation. Subsequently, the stent graft was successfully placed in the right iliac artery, which was reported to be tortous and calcified. When the delivery catheter and introducer sheath were removed at the end of the procedure, the catheter tip was found in clot within the introducer sheath.